Event description:
This catheter was inserted via a sheath in the left brachial artery for a diagnostic procedure. When the catheter was torqued, no resistance was felt. Removal of the catheter revealed that the leading end of the catheter had separated and remained in the pt. The leading end of the catheter was successfully removed via surgery.